Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The reporter found the patient unresponsive on her bed with vomit in her mouth. He took her to the emergency department as they live close to the hospital. Upon arrival at the hospital, the patient¿s cgm value was 60s mg/dl but her bg was below 40 mg/dl. Although not specified, it was presumed the patient was treated with glucose. A head magnetic resonance image (MRI) was performed and was negative for a cerebrovascular accident (cva); however, the patient was admitted to the hospital for four days. Additionally, the patient has an unspecified auto-immune disease and takes several medications. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.